Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: customer indicated the lens has been discarded; therefore, evaluation was not possible. The complaint cannot be confirmed. Manufacturing record review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed one additional complaint have been received for this production order number; however, it was not for the same reported issue as this complaint. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of a pcb00 29.5 diopter intraocular lens (iol) into the patient's eye, doctor noticed the haptic was bent/broken and another lens was inserted without issue. There was no patient injury and the procedure was completed successfully. Customer also indicated that the iol has been discarded. No further information was provided.